Event description:
Rptr had medium breast implants inserted in 1973 when she was 37 yrs old. The procedure was performed for reconstruction after double mastectomy because of chronic breast disease. She began having joint pain in 1989. She has become progressively worse. She is now 58 yrs old and has been in excellent health until 1989. There is no history of joint problems in her family. She has always been an active person physically. She is now in constant pain and finds it difficult to get up and down or walk for any distance. She is concerned that her problems may be caused from the silicone leakage; however, after consulting with a plastic surgeon, she was told that there was no way to determine if there was a leakage unless surgery was performed to remove the implants. She has no insurance to cover this surgery nor does she know where to go for advice or help.